Manufacturer narrative:
(B)(6) 2015 08:45 am (gmt-5:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm became caught inside the loading device and unraveled. The seal seemed to catch in the loading device and uncurled when the surgeon attempted to remove the delivery device from the base. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A ship history was completed that returned only one lot shipped to the account prior to the event date. A lot history record review was completed for lot 25113886. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Evidence of clinical use was observed. The slide lock was engaged. The plunger was not depressed on the delivery device. The anchor and tension spring assembly remained inside the loading device. The seal was observed to be delaminated and unraveled at the first outer coil. Based on the condition of the device as received, the reported complaint was confirmed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system3.8mm became caught inside the loading device and unraveled. The seal seemed to catch in the loading device and uncurled when the surgeon attempted to remove the delivery device from the base. A replacement device was used to complete the procedure. The hospital did not report any patient effects.